Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if any additional information is received.

Event description:
Boston scientific crm received information that this device, right atrial (ra) lead and right ventricular (rv) lead were explanted due to a pocket infection. The pocket was cultured. No adverse patient effects have been reported.